Event description:
It was reported that the pt underwent a successful sling procedure in 2006. Postoperatively, the pt did well with no incontinence reported until two months later. The pt then reported to the physician that her incontinence had returned and that during intercourse her husband experienced a scratching sensation. The pt was examined by the physician the next month. Upon exam, it was noted that the mesh was in place; however, it was exposed from vaginal sidewall to vaginal sidewall. The pt underwent another surgical procedure sixteen days later, during which a portion of the mesh was resected and removed. The lateral ends of the mesh remained in place as they had significant tissue ingrowth and would not dislodge. No further info is known at this time.

Manufacturer narrative:
H6. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.